Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the change out procedure both the right atrial (ra) lead and right ventricular (rv) lead set screws were stuck on this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) asked if all 6 sets screws were loosened. It was noted the back two distal pin set screws were not. After they were loosened the leads came out. This ICD was explanted and replaced. No adverse patient effects were reported.